Event description:
It was reported that t:slim x2 pump battery would not charge and that power source alerts appeared around time issue began. There was no reported impact to the customer¿s blood glucose level. Customer confirmed use of tandem charging cable, wall adapter, and working outlet, tried extended charging without success, and then used spare charging cable that successfully charged pump after noting original tandem cable was visibly damaged; no additional actions by technical support were documented.